Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced twitching. Nevro attempted to obtain a medical assessment regarding the nature of the symptom but was unsuccessful. It is suspected that the twitching has not stopped after the device was turned off. The patient was given medication and there have been no reports of further complications regarding this event.